Event description:
It was reported by the affiliate that during a low anterior resection. When the device was fired there was no crunch. The device could not be removed and was cut out. There was no evidence of the staples in the pt or in the device.